Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the patient underwent an unrelated treatment and the ipg was placed in surgery mode. The ipg was unable to communicate. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.